Event description:
It was reported that the patient¿s personal therapy manger (ptm) exhibited the error code 8474 - pump reset. An alarm was heard but not yet confirmed by telemetry. At the patient¿s last refill in august the elective replacement indicator (eri) was 29 months. The patient reportedly was feeling ¿fine.¿ the patient came in and upon interrogation the pump was noted to be at minimum rate mode. The pump was updated and after approximately five minutes after reset the pump alarmed again. The patient noted that it had been approximately six hours since the patient noticed the first alarm. The patient was kind of sweaty and oral medications were administered. The pump logs indicated that on (B)(6) 2014 a motor stall occurred at 21:59 and recovered at 22:22. At 23:26 a motor stall occurred and on (B)(6) 2014 at 00:19 it recovered. The following occurred all on (B)(6) 2014. At 08:21 a reset-low battery occurred with the pump in safe state. At 14:28 a reset low battery occurred and the pump in safe state. The patient was scheduled for a pump replacement. The pump was replaced and the patient reportedly was doing ¿fine¿ the afternoon of the replacement date. Eri was 27 months. The pump could not be silenced as it kept alarming even after updating the pump with silence alarm option. This device system delivered bupivacaine and morphine. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).